Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon elongated and she was unsure if it remained in one piece and was not confident no tampon pieces remained inside. She experienced a sharp, burning pain minutes after tampon insertion. The pain went away over time and has now resolved.